Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that instead of 10ml intralipids, the patient received almost 50ml. Fat emulsion 20%, 20g in 100ml was infusing at 0.4ml/hr (0.93g/kg/hr). Reportedly, as a result, the patient's triglyceride level was elevated. The customer checked the programming from the logs and tested the pump for malfunction and determined both were within normal limits.